Event description:
It was reported that the console was experiencing helium loss alarms. Console was exchanged. There was no further difficulty or reported patient complications. Biomed evaluated the console. They ran the console overnight but could not duplicate the difficulty.